Event description:
It was reported that the right ventricular (rv) lead had high and fluctuating lead impedances. This triggered patient alerts for ventricular pacing lead impedance. During the lead replacement procedure insulation damage was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).